Event description:
It was reported to technical services on (B)(6) 2011 that the md is concerned about the large variation in intrinsic amplitude noted on the rv lead. Rv lead is variable between 6mv and 25mv. Rv impedance is stable with some variability but within 200 ohms, rv shock is ok started at 55 ohms and slowing increasing to 70 ohms now (implanted in (B)(6) 2011) but this is single coil lead so that may be normal. Caller will continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).